Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgery unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have a voltage error due to a generator defect. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior a da vinci assisted surgical procedure that the erbe integrated electrosurgery unit (iesu) encountered an error. Error displayed was c-00. Technical service engineer (tse) guided caller through a restart of the erbe, but fault persisted and also displayed error c-33 after restart. Tse asked caller if they had a backup generator or another dv system, caller stated they did not. Tse informed caller erbe is not useable in current state. The procedures was aborted with no report of patient involvement.